Manufacturer narrative:
Device evaluated, visual inspection performed and results were no damage or other defects were detected on the sample. The reported issue was not duplicated, no discrepancies were detected on the sample, the test successfully passed with a result within spec 0.645 percent thus, the failure mode reported is not confirmed.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is:(B)(6).

Event description:
It was reported the disposable under delivered or a complete non-infusion of medication using the hct bags and disposable. Patient not affected. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.